Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmonyair alyon surgical lighting system and found screws missing from the light head cover assembly, attributing to the reported event. The technician installed new screws, tested the lighting system, confirmed it to be operating according to specifications, and returned it to service. The device history record was reviewed and confirmed the lighting system was manufactured to specifications; no abnormalities were noted. No additional issues have been reported.

Event description:
The user facility reported a portion of the spring arm joint cover to their harmonyair alyon surgical lighting system detached and fell during a patient procedure. The cover did not enter the sterile field. The procedure was completed successfully without report of delay. No report of injury.